Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the hospital for a generator replacement, fluoroscopy revealed externalized conductors. The lead was capped and replaced. The patient condition is good.